Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported right side "nodules in the breasts", "mental and physical health has suffered immensely from this diagnosis" and ¿a circumscribed area of greater glandular thickening of about 40 mm opens with presence in the context of isoechoic formation with oval morphology and slightly irregular margins of dimensions 20 mm x 6 mm¿ and ¿an image suggestive of a slightly echogenic, heterogeneous lymph node¿. The device remains implanted.